Event description:
The service report shows that the 840 ventilator had a blank screen. The covidien customer support engineer (cse) inspected the device and replaced the graphical user interface (gui), backlight inverter and breath delivery unit (bdu) pcbs. The unit passed extended self-testing.